Event description:
Patient presented to the clinic for a routine follow up. A fracture in the distal portion of the rv lead was observed via fluoroscopy. It was noted that in 2004 the rv lead was capped due to low r-waves and undersensing. The lead was explanted.

Event description:
New information received notes externalized conductors were observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
External insulation abrasion was found at 6.2-6.4cm from the distal tip. Externalized conductors due to internal insulation abrasion were found at 11.9-14.2cm from the distal end. The etfe coating was intact at these locations. A fracture of the distal end of the inner coil was found under the rv shock coil.